Manufacturer narrative:
Reported event: an event regarding loosening involving an mrh femoral component was reported. The event was confirmed. Method and results: -device evaluation and results: the mrh femoral component was received for evaluation. There is evidence of slight scratching on the bearing surface of the femoral component, this is consistent with in vivo use and explantation damage, the internal fixation surface of the femoral component is completely covered in hardened cement and slight bone ingrowth. -medical records received and evaluation: two sequential revisions of mrh components at less than 3-years post implantation of a previous revision of fracture around a waldemar link hinged prosthesis that was removed prior to mrh implantation in (B)(6) 2014 in a male patient of (B)(6) with obesity ((B)(6)) and moderately activity level. The revision procedure in 2014 with mrh implantation was already a complex revision of a previous non stryker hinged knee device. Significant bone loss was present and for femoral reconstruction it was decided to use impaction bone grafting with cemented fixation. According to the surgical report one femoral head was morcellized (put in small pieces) and placed in the femoral condyle defect area with cementation of the mrh in place. When looking at the x-ray, even with its poor quality, it is evident there is a large bone defect area filled with bone graft of only one femoral head. Additionally, the graft area has a granular aspect indicating there has not been much ¿impaction¿ to provide a dense and mechanically strong bone graft mass. Furthermore, the graft area has limited vascularisation and as such even under optimal conditions, bone ingrowth would have been marginal. A problem with impaction bone grafting is that bone graft requires revascularisation which proceeds from outwards towards the implant surface. This process takes time and meanwhile the loading of the device translates into micromotion in the fixation area including bone graft which is counterproductive to the required bone ingrowth and revascularisation. In clinical practice this means that impaction bone grafting has limited ¿reach¿ with regard to bridging distance. Large defect areas cannot be reconstructed without significant risk of necrosis of part of the graft material. More than one procedure is then sometimes required which is cumbersome and is seen as failure. -device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the medical review indicated that limitations in biology for reconstruction of large bone defects with suboptimal use of impaction bone grafting in the distal femur and prior infection in the bone graft area have all contributed to avascular necrosis of the bone graft material and thereby to fixation failure of the cemented mrh femoral device requiring revision in 2017. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient needed a unexpected knee revision. Patient underwent a second revision, involving stryker products, due to loose implant.